Event description:
It was reported that during a cholecystectomy procedure, as is the normal practice, the surgeon tried to fire the first clip on a gauze. And the clip was properly ejected. When fired in the abdomen, the device got stuck in ejecting the third clip. The clip got stuck in the jaws. The device was thus retrieved from the pt's body and a new one used to carry out the procedure. No adverse pt consequences.

Manufacturer narrative:
(B)(4). Eval summary: the er320 analysis results found that the instrument was received with the floor bent, however the device was tested for functionality and it fired the remaining clips as intended. While no conclusion could be reached as to how this damage has occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.